Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary : (B)(4): initially, the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed battery depletion was indicated (eri) and was due to high battery impedance which was logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. Evaluation summary: (B)(4): subsequently, the device was returned, analyzed, and elective replacement indicator is the result of high internal battery resistance.

Event description:
It was reported that the device indicated elective replacement [eri] and there was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.